Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented a few days after the implantation, the device malfunctioned, resulting in cessation of urination and significant bladder and skin pain due to scrotal irritation. The patient went back to the hospital for immediate hospitalization, where the aus was explanted. The patient stated that currently is using a urinary catheter as a permanent solution for incontinence, as the penile sheath does not fit the patient's anatomy. The patient also stated that this solution can only be temporary, as is extremely compromised on a daily basis, as well as financially.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented a few days after the implantation, stating that the device malfunctioned resulting in cessation of urination and significant bladder and skin pain due to scrotal irritation. The patient went back to the hospital for immediate hospitalization, where the aus was explanted. After the explantation, the physician identified that the issue was tissue erosion and did not observe any product dysfunction. The patient stated that currently is using a urinary catheter as a permanent solution for incontinence, as the penile sheath does not fit the patient's anatomy. The patient also stated that this solution can only be temporary, as is extremely compromised on a daily basis, as well as financially.